Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging sinus infections and coughing. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. On the previously submitted report, wrong ae outcome was selected in section b. It is corrected on this report. There is no outcome attributed to ae to product problem complaint.

Manufacturer narrative:
H3 other text : device not.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging sinus infections and coughing. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging sinus infections and coughing. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally and internally, observed unknown white contamination at the air inlet of the blower box, unknown white and black contamination (dust like) inconsistent with degraded sound abatement form in the iso port (international organization of standardization), light dust light contamination on the top and bottom of the blower motor under the blower motor seal, black contamination consistent with keratin at the air outlet of the blower box, potential fluid deposit spots on the bottom of the blower motor indicating potential water ingress, potential fluid deposit spots on the bottom of the blower box indicating potential watering ingress, unknown white and black dust like contamination (inconsistent with degraded sound abatement form) in the blower box, black dust like contamination (inconsistent with the degraded sound abatement foam in the bottom of the enclosure, unknown black residue inside enclosures (inconsistent with the degraded sound abatement foam). The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation in the device and they were unable to directly address the symptoms.